Event description:
Caller reported a problem with the pump battery not charging. There was no adverse impact on the customer¿s blood glucose level. Caller used a wall outlet and tried various troubleshooting steps, including using different wall adapters and cables, but these attempts did not resolve the issue until the pump was reset, after which it showed a full charge. To ensure it was not a charging supply problem, a replacement cord and wall adaptor were sent to the caller.